Event description:
Customer reported that when an attempt is made to secure the enclosure shut the teeth will not align. There was no patient incident or injury reported.

Manufacturer narrative:
Results - inspection of the returned product revealed that the patient access panel side b has zipper slider bodies open. Also the panel side c has 3 inches of broken stitches. Note: posy instructions for use warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. (B)(4).